Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the system did not recognize the laser foot pedal. An alternate laser unit was used to complete the laser portion of the case. There was no patient harm.